Manufacturer narrative:
The end user was a friend of a resident in the rehab facility. The resident was sitting in the wheelchair. The end user pulled the device over a threshold and fell. She states the hand grips came off which caused her to fall and break her hip. A staff member at the facility witnessed the incident and reported that the hand grips did not come off as reported by the end user. The staff member indicated the end user was wearing shoes with open backs which may have contributed to the fall. The end user was helped up from the floor and refused medical attention. She walked away and stated she was fine. The report of a hip fracture was not communicated until months later. There is no sample to evaluated. No lot number or photos were provided. A root cause has not been determined. We have not confirmed what role the wheelchair played in the incident. However, due to the reported injury, this medwatch is being filed.

Event description:
A friend was pulling the wheelchair over a threshold, fell and fractured her hip.